Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a patient received a tumark vision for eviva standard breast marker on (B)(6) 2021. It is further alleged that the patient developed a "severe inflammatory reaction," and the device was surgically removed on (B)(6) 2025. Additionally, it is reported that diagnosis of the excised tissue confirmed the presence of "foreign body granuloma."